Event description:
It was reported by the service report that the cot retaining post is broken. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.